Event description:
The foreign distributor ((B)(6)) reported a leakage issue with the mps disposable delivery set from one of their customers. The hospital reported a leakage originating at the connection between the "medical solution bag" (either arrest agent cassette or additive cassette) and the heat exchanger. The customer reported tightening the connector again but the alleged leak persisted. It was reported that the disposable set was used for the entire procedure with no impact to the patient. The device was not returned to the manufacturer for analysis. The device lot number was not recorded by the customer and is unknown.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.